Manufacturer narrative:
The system controller was returned to the MFR for eval. The system controller was connected to the equipment in the MFR's lab and was functionally evaluated and was determined to be operating as expected. The system controller operated on a mock circulatory system with no adverse alarms, even while supported individually by either the white or black power lead. The data log file retrieved from the system controller contained several clock resets during the final entries to the log file and the first was unusual. Typically a loss of power to the system controller is preceded by a power cable disconnect alarm activating in the log file. The second power cable disconnect alarm never registers in the log file because there is no longer power applied to the system controller. Although it cannot conclusively be determined, the first clock reset/loss of power to the system controller was not preceded by a power cable disconnect alarm activating. This type of scenario is consistent with the patient cable being disconnected from or inadvertently pulled out of the power module, thus removing power to both power leads simultaneously. When power was restored to the system controller, the remaining events recorded in the log file indicated the pump was disconnected. No further info is available. The MFR is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced a red heart alarm that continued after performing a system controller check. The patient fell to his knees, said he was okay, stood up, then lost consciousness and fell backwards. The patient was transported to the hospital via helicopter where he was re-admitted. Add'l info received stated that a percutaneous lead eval was performed on (B)(6) 2013, by the MFR's technical services rep and no problems were found. The patient is scheduled for discharge to an extended care facility.